Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Hybrid offset shell inserter was returned for review against the complaint. Curved handle cup inserter fastening screw striped and cracked. Visual review of the device shows item and lot etch present. Nicks, gouges, and scratches were noted to the strike plate, handle body, and distal end. Hex bolt shows deformation of threaded tip from previous uses. Hex bolt side shows damage to the hex hole. Bolt does not freely rotate as intended. No other damage was noted. Device has an approximate field age of 11 years. The fractured screw was confirmed by the returned device. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a curved handle cup inserter fastening screw striped and cracked. Attempts have been made and additional information on the reported event is unavailable at this time.